Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported problem and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that the device had all three (charge-pak, attention and wrench) icons illuminated and it would not power on. There was no patient use associated with the event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to an electrically leaky filter, designator fl9 from the analog pcb assembly. The leaky filter depleted the internal hlc batteries of the device. The customer received a replacement device.